Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The minilink transmitter failed to transmit due to damaged connector and damaged contact pin.

Event description:
Customer called in regard to calibration errors. Customer stated she had high blood glucose levels and it is due to the infusion set not delivering insulin. Customer stated his blood glucose was 479 mg/dl last night. Customer stated he had gone higher and tried to calibrate. The blood glucose level was not included in the report. Nothing further was reported.